Event description:
Info received indicates, the casters are no longer holding in brake.

Manufacturer narrative:
The technician replaced the two worn brake casters and the brake/steer caster to repair the stretcher.